Event description:
A consulting practitioner reported a pt was treated in the vermilion border in 09/1997. Immediately following the procedure, the pt developed pain, swelling, with subsequent black bruising and blistering above the right vermilion border. The consulting practitioner believed that the pt had developed a necrosis and that the symptoms were product related. She noted a vertical 'scarred' raised white line radiating from the right upper lip border. The line was bordered to the left and right by two triangle scar areas which occasionally turned pink. She also noted a hard lump which can be palpated from inside the mouth - directly under the treatment area.